Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer rejected the advised repair, and the device was returned to the customer without repair. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would display a white screen when powered on, and the service led would be illuminated. This state could be indicative of a device lockup, and therefore defibrillation therapy may not be available, if it were needed. There was no patient use associated with the reported event,

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would display a white screen when powered on, and the service led would be illuminated. This state could be indicative of a device lockup, and therefore defibrillation therapy may not be available, if it were needed. There was no patient use associated with the reported event,